Event description:
Reported in the journal of clinical orthopaedics and related research (2012) 470:1640-1645, a publication of the association of bone and joint surgeons. An article titled cauda equina syndrome after a tlif resulting from postoperative expansion of a hydrogel dural sealant. One patient was identified in this article, a 57 year old woman had a revision of a right sided discectomy and tlif procedure with the use of an interbody cage and posterior instrumentation was performed. During the dissection through the prior surgery site, a small dural tear was encountered and repaired, and 2.5 cc of duraseal was applied. On postop day 3, the patient reported increased burning and parasthesias in the saddle region. An MRI revealed a csf leak. Patient was re-operated for exploration and decompression of the thecal sac. It was concluded that the duraseal expanded causing the compression. A large amount of the duraseal was removed, and patient experienced resolution of burning and paresthesias upon awakening from anesthesia.

Manufacturer narrative:
(B)(4).